Manufacturer narrative:
The concerto implant coil was not returned for analysis as it remains implanted in the patient. However, the pushwire is pending return. Upon receipt of the pushwire a supplemental report will be filed. The device was not returned; therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization of an arterial/venous fistula embolization, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) vessel that was embolized was a collateral vessel coming off of the basilic vein in the forearm. Vessel measured around 5mm in size. Normal flow through the basilic and collateral veins. It was reported that the physician delivered non-medtronic catheter to collateral vessel. Once he had purchase, then delivered the medtronic micro catheter to the area of the vessel, reported coil was selected. The physician attempted to detach the coil two times with an instant detacher, but coil did not detach. The physician broke delivery wire and pulled the release wire, but coil still did not detach. The physician attempted to bring coil back into microcatheter, but coil would not retract. "Then asked the physician to pull the release wire all the way out and noticed that the coil had detached." The catheter was removed from the patient's body. The physician did a final angio and noticed that there was something hanging on the back on the concerto coil, which he thought was the string from inside the delivery wire. There were not any patient complications associated with this event. Patient seems to be doing fine. The physician is monitoring the situation and will be bring patient back for follow up treatment in 1 month.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received. Concerto coil pushwire returned without implant coil attached to pushwire. Based on the footage provided the implant coil remains in the patient. The concerto pushwire was found to be broken on its proximal end and extending out from the non-medtronic microcatheter hub. The concerto pushwire was found to be broken and extending out from the distal end of the microcatheter tip. The release wire was found to be broken and extending out from the broken distal pushwire tip. The concerto pushwire could not be advanced or retracted from the microcatheter as it was found to be stuck inside. Based on the returned device evaluation and reported information, we were unable to determine the cause of non-detachment of the coil during use. It is likely that damages to the concerto coil pushwire may have contributed to the reported difficulty during detachment. It is possible that the pushwire and/or release wire became damaged as the customer attempted to advance or removed the concerto coil against the reported resistance. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): precautions: ¿it is essential to confirm catheter compatibility with the concerto detachable coil. The outer diameter of the concerto detachable coil should be checked to ensure that the coil will not block the catheter.¿ ¿advance and retract concerto detachable coils slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or ¿scratching¿ is noted.¿ also, ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ if information is provided in the future, a supplemental report will be issued.